Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump did not vibrate during the vibrate test portion of the self test. The customer blood glucose level was unknown. Advice the pump will need to be replaced. Customer was advice to revert to their back up plan as per health care professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history (variableinfo = 3) due to broken trace at pin # 1 on u1 keypad assembly.